Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent urethrolysis and mesh removal on (B)(6) 2012, coaptite injection on (B)(6) 2013, and urethral bulking agent procedure on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was recommended that the patient have the mesh removed due to pain in the hip, back, right leg, and right foot, pelvic inflammation, anxiety, dyspareunia, insomnia due to pain, and returned and worsened incontinence. She underwent a mesh removal surgery on (B)(6) 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.